Manufacturer narrative:
A steris service technician arrived onsite to inspect the surgical table and found the table to be operating properly. No issues were noted with the function or operation of the surgical table; no repairs were required. The table was returned to service. While onsite, the technician spoke with facility personnel who stated that a loud noise/sound was heard during the time of the reported event. Additionally, the user facility reported that the surgical table's foot section dropped suddenly directly following the loud noise heard by facility personnel. The speed of the 5085 surgical table movement/articulation is limited by the hydraulic system design which effects these movements. The table pump volume capacity, valve sizes, hose diameters, are designed that such a rapid change in table position as reported is not possible. The description of the reported event and the loud noise heard by facility personnel are indicative of some obstruction stored below the table was temporarily impeding the commanded table movement. The technician counseled user facility personnel on proper use and operation of the table, specifically, to ensure the table is clear of any potential obstruction to table movements. No additional issues have been reported.

Event description:
The user facility reported during a patient procedure their 5085 surgical table was positioned in reverse trendelenburg when the table's foot section dropped suddenly towards the floor. User facility personnel intervened, leveling the table and the procedure was completed successfully. No report of injury.